Manufacturer narrative:
The reported events of sensing amplitude change, elevated threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Event description:
During the initial implant procedure, high pacing impedance and low sensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.